Event description:
It was initially reported that the patient had an increase in seizures, unknown if they were above or below baseline or if they were related to vns. Even with mediation and vns the patient continued to have daily seizures. The patient increase was reported to be 30-50 seizures per day. The patient returned to her a prior medications regimen. After the change in medications the seizure were better controlled. The medication change resulted in the best seizure control that the patient has had in more than a year. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator replacement. The generator will not be returned to the manufacturer for evaluation as the hospital will not release explanted product without a patient's signed release.